Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms the heat shrink on the shaft is peeled. Upon closer observation under magnification, it appears as though the heat shrink was nicked by a sharp instrument possibly another metal instrument during the procedure. Other than this possibility, an exact root cause cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. Based on the overall complaint rate for this failure, at this point, no further action is warranted. However, depuy synthes mitek will retain this device and continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting the following to us: "the black distal isolating coating has fallen down inside the patient&apos;s articulation during use. The part has been removed from the patient without any problem. The customer will provide some photos of the device. The procedure ended well with another like device. No consequences to the patient - another like device was used."

Event description:
Our affiliate is reporting the following to us: ¿the black distal isolating coating has fallen down inside the patient&apos;s articulation during use. The part has been removed from the patient without any problem. The customer will provide some photos of the device. The procedure ended well with another like device. No consequences to the patient - another like device was used¿.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Device eval: awaiting return.